Event description:
A caller reported a malfunction code indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Corrective actions included customer service arranging for a replacement pump under warranty, and the customer was informed on how to switch to an alternative insulin delivery method using multiple daily injections (mdi). The caller was also instructed on returning the problematic pump to tandem.